Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer was non-functional and found with liquid spill. The field service engineer found that the main drawer 3.1 had blue liquid spill and needed the entire drawer to be changed and they removed the drawer and manually retrieved the cubies from 3.2, which were undamaged and cubies from the damaged 3.1 drawer were broken open to allow the technician to retrieve the medications to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer was found with liquid spill and cubie slots were not functional. The drawer seemed to be shorted out in certain areas. Upon the investigation by fse it was found that the main 3.1 had a blue liquid spill and then water from someone when tried to clean it up. This caused the moss to short out and needed the entire drawer to be changed. There were no adverse events or injuries reported based on this incident.